Event description:
It was reported that a rod broke. Revision operation was performed on (B)(6) 2007. There is no additional information available.

Manufacturer narrative:
Corrected data:upon further review, it was noted that this complaint #(B)(4), MFR report #2520274-2013-01204 is a duplicate filing for complaint #(B)(4), MFR report #1719045-2008-00111. Synthes USA is retracting MFR report #2520274-2013-01204. MFR report #1719045-2008-00111 will remain on file.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.